Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (450 mg/dl). Customer stated they are unsure if elevated blood glucose levels are due to the wake button being inoperable. Reportedly, customer had eaten and forgot to bolus right away. It was indicated that the customer will continue to use the pump for insulin therapy.